Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 500 m/dl at the time of the incident and used insulin pump to treat high blood glucose. The customer stated the reservoir ring is damaged. Customer reported that it no longer locking like it used to. Customer reported some few scratches. Customer reported that reservoir is unable to lock in place when inserted into insulin pump. Advise to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider¿s instruction. Advise the pump will need to be replaced.. The insulin pump will be returned for analysis.